Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on (B)(6) 2007. Patient experienced pain, inhibition of the ability to walk, unnecessary and additional surgery, and other injuries presently undiagnosed. Patient has been and/or will be forced to undergo a revision surgery. Update: 5/25/2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) and dor information for the right hip. I changed the asr hip to a cup and added the head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.